Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to test the scopes and light sources to see if the error persists. The customer reported no more issues with the scopes. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus a b30(scope communication error) displayed from the evis exera iii xenon light source. There were no reports of patient harm associated with this event. This is report #1 of 2 due to multiple devices/events reported. Reference report patient identifiers (B)(6) for the additional event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after follow-up with the customer, the customer responded that there was no problem with the scope. The device was not returned for evaluation and the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.